Manufacturer narrative:
Correction: date of event.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler, cycler set or any fresenius product. However, it is suspected that a breach in aseptic technique with contamination from cat's saliva was the causal event for the peritonitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported cloudy effluent. During follow up the pd nurse stated the patient was diagnosed with peritonitis. The patient¿s culture results yielded gram negative diplococci neisseria elongate. It was suspected that the cause of the infection was a breach in aseptic technique. The patient experienced abdominal discomfort. The patient was treated as outpatient with unknown dosage of ceftazidime and vancomycin as well as gentamicin cream for the catheter site. The patient has recovered from this event and continued pd treatment without any alterations.